Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing heart complications. The physician believed the scs (spinal cord stimulator) was the cause of the symptoms. The patient underwent an ipg explant procedure and was doing well postoperatively.